Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported potential adverse event of myocardial infarction, stenosis and thrombosis are listed in the absorb bioresorbable vascular scaffold system, instructions for use as known adverse events associated with the use of a coronary scaffold. A conclusive cause for the reported difficulty to deploy and patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.b1 - attachment: [cn-033801 article.pdf].

Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the us. It cannot be confirmed if the device was absorb or absorb gt1. The additional absorb device referenced is being filed under a separate medwatch report number. Article titled, very late scaffold thrombosis after everolimus-eluting bioresorbable scaffold implantation in patients with unremarkable interim surveillance angiography.

Event description:
The following was reported through a research article: it was reported that the patient presented with non st elevated myocardial infarction (nstemi) and was treated with two 3.5x28 mm absorb bioresorbable scaffolds (brs) in the right coronary artery (rca). Follow up angiography at 15 months post implant showed a satisfactory result. 866 days after the index procedure, the patient presented with stemi caused by very late scaffold thrombosis. Heparin was given. Optical coherence tomography (oct) showed thrombotic material surrounding malposed struts in the lumen of the distal rca at the site of scaffold discontinuity. The area was treated with a drug eluting stent with a good result. No additional information was provided. Details are in the article, titled: "very late scaffold thrombosis after everolimus-eluting bioresorbable scaffold implantation in patients with unremarkable interim surveillance angiography".